Event description:
It was reported that this right ventricular (rv) lead displayed a low, out-of-range pacing lead measurement and the lead safety switch (lss) was tripped. The r wave measurements are variable from 5mv to 25mv but within normal range. Boston scientific technical services provided recommendations for additional in-office troubleshooting. This lead remains in-service. No adverse patient effects were reported.